Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2007 to (B)(6) 2020 and confirmed that this device was previously returned for servicing, device had similar service repair history. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device suffered damage on the front and rear case. There was no patient involvement.